Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The returned lead fragment was analyzed. The insulation was found damaged 8.5 cm distal to the df1 connector pin which is assumed to be the root cause of the clinical observation. The damage probably resulted due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The lead was extracted due to out of range impedances. During the replacement procedure a lead fracture was observed. Should additional information be received, this file will be updated.